Event description:
An 8fr nasogastric feeding tube was placed in a one month old premature infant. There were no difficulties during placement however 5 days after placement a bowel perforation was verified by radiology. Surgery was performed to correct the perforation. The infant is currently stable in the intensive care unit.

Manufacturer narrative:
The sample was not returned for evaluation. The medwatch report received from the customer identified the feeding tube used during the event was a cortrak nasogastric tube (B)(4). After discussing the event details with the risk manager, it was confirmed that the feeding tube used during the event was an 8 fr corflo ultra nasogastric feeding tube (B)(4). The lot number is unknown. It is unclear if the feeding tube was inserted nasally or orally and how the perforation occurred. Due to the infant's size, frailty and prematurity the possibility for perforation may have been increased. The instructions for use provide specific measurements to apply and states not to insert excess tubing. Without the sample and additional information a definitive conclusion cannot be made.